Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders did not cross over to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders did not cross over to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog. Upon investigation of the actual device used in this incident, it was determined that the station functioned normally. A technical support specialist (tss) dialed into the server and ran a server downtime query, confirming that the xml processed time was current with the server time. The tss restarted services and checked health sight viewer, where no notices for patient order delays were found. The user was contacted and provided with the current updates. The tss suggested that the user contact health information technology to report the issue and have it checked on their end as well. No issues were identified on the pyxis side. The system functioned as intended after the technical support specialist troubleshot the issue.